Event description:
End user reports that emergency crew arrived on scene to find a pt in full cardiac arrest, with CPR being performed by their spouse. The crew took over CPR. When they opened a new bag, they found that it was missing both a mask and the elbow connector between the pt valve and mask. They opened another one which did have a mask, but no elbow. They continued to ventilate with a microshield until a second ambulance arrived with another brand of bag-valve-mask device. "The end user does not feel that the pt's care was compromised by the bag-incident." End user reports that 1 of 2 other bag units in the truck contained no mask and no connector. This unit had lot #08103001.